Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 419 mg/dl. There were occasions in which blood glucose level was 350 mg/dl to 375 mg/dl, with the infusion sets and a few occurrences when blood glucose was above 400 mg/dl. Customer had pain at site and higher blood glucose resulting in removing the infusion sets from body. It was unknown that the auto mode feature was active at the time of incident. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.